Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose level (bg) was 110-462 mg/dl. Reportedly, customer went to the emergency room (ER) with moderate ketones. The customer received intravenous fluids of saline and insulin and nausea medication. Customer was released from the ER the same day with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.